Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the left superficial femoral artery with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device pta angiography demonstrated microperforations and av fistula. The target lesion was treated with a pta balloon and adequate flow was identified. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. ( expiration date: 10/2020).

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the left superficial femoral artery with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device pta angiography demonstrated microperforations and av fisulta. The target lesion was treated with a pta balloon and adequate flow was identified. The current status of the patient is unknown.